Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service rep diagnosed the problem as arcing in the tube candlesticks. He cleaned and regreased the high voltage cables. The system is functioning as intended.

Event description:
The customer reported that the system appears to be x-raying in cine mode when the foot switch is no longer pressed.